Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two patients tested with a coaguchek xs meter (unknown serial number). A sample from the first patient was tested using the meter, resulting with a value of 8.0 inr. Within minutes, a venous sample from the patient was tested in the laboratory using dade innovin reagent on the sysmex cs2100 analyzer, resulting with a value of 4.0 inr. A sample from the second patient was tested using the meter, resulting with a value of 7.8 inr on (B)(6) 2018. Within minutes, a venous sample from the patient was tested in the laboratory using dade innovin reagent on the sysmex cs2100 analyzer, resulting with a value of 4.0 inr. No adverse events were alleged to have occurred with the patients. Only the laboratory values from the patients were used for medical decisions. Both patients are currently stable and well. Both patients have been stable on warfarin for more than 6 months.

Manufacturer narrative:
Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.